Manufacturer narrative:
Tw#: (B)(4). Updated sections: b4, d9, e4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/03/2026. An investigation was conducted on 02/05/2026. A visual inspection was conducted. Signs of clinical use and evidence of slight blood was observed. There were no visual defects observed on the intact c-ring or the intact bipolar blades. The blue toggle was manipulated to retract and extend the cutter blade. There were no visual defects observed on the intact cutter blade. An electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device did produce steam and the saline did ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device was able to cut reference vessels cleanly. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed. The lot#: 3000487064 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the procedure, the bipolar coagulation function of the vasoview 6 pro was not operational. The bipolar burner did not function despite replacement of the connection cable. After the cable was replaced and its functionality was verified away from the patient, it was necessary to open a new kit. No injuries were reported.